Event description:
Pt was in prone position in operating room and surgeon noticed pt's head moved. Bleeding was noted and pt was repositioned to supine then to prone position after stapling. Procedure: posterior cervical laminectomy c4, 5, 6, 7. Length of time in use before the event occurred: 15 - 20 minutes. Skull pins used: adult disposable. Resulted in: 3-4 inch scalp laceration which required stapling.